Event description:
It was reported that the user accidentally dislodged the infusion site and inserted a new infusion set for the ilet insulin pump, after which blood glucose values were elevated, including a sensor reading of 346 mg/dl and a capillary reading of 282 mg/dl, before stabilizing. The user had also been pausing the pump and making frequent meal announcements to manage glucose. Customer care provided technical support troubleshooting and user education on proper device use and adaptation behaviors. Investigation of this case revealed no confirmed device malfunction and a possible contribution from infusion site disruption and user interaction with pump features. Symptoms included dry mouth and polyuria associated with hyperglycemia reported. Outcomes included transient impact on glucose control without hospitalization. It was concluded that the cause of hyperglycemia was unclear and that continued proper use and monitoring were indicated. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.